Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient alleged difficulty breathing/short breath. There is no allegation of serious or permanent harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
Additional information was received on april 24, 2024, and section h11 should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging difficulty breathing and shortness of breathe related to a CPAP device's sound abatement foam. The device was returned to the manufacturer's quality product investigation laboratory for investigation. The device was evaluated and manufacturer observed dust like and fibrous contamination and other unknown contamination was observed on and around the iso port, observed an unknown contamination, light brown in color, on the top enclosure under the right side and left side accessory doors. Fibrous contamination was also present at these locations, observed a white powder type of unknown contamination at the air input of the blower box at the filter area, observed a light gray non uniform film of unknown contamination throughout the inside of the enclosure. This light gray film can be smudged. Dust like contamination was observed in the bottom enclosure. There was black contamination, consistent with keratin, at the air outlet of the blower box, observed a white residue, consistent with mineral deposits or dried liquid spots on the bottom of the blower motor and throughout the blower box interior, indicating potential water ingress, observed a fine white (dust like) contaminant on the top and bottom of blower motor and a substantial coating on the inner rim of the blower motor air intake, observed a substantial deposit of a white powder type contamination inside the blower outlet seal. Dust like and hair like fibrous contamination was observed on the blower outlet seal exterior. The manufacturer used a fitt (foam integrity test tool) observed evidence of potential water ingress into the blower box, and was unable confirm the presence of degraded sound abatement foam, the device's event logs were downloaded and reviewed by manufacturer. The manufacturer found one error code. The manufacturer concludes that unable to confirm the presence of degraded sound abatement foam. Confirmed the presence of multiple contaminants that are not consistent with degraded sound abatement foam, likely from an external source and was unable to address the patient's symptoms.